Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
The patient underwent surgical treatment under general anesthesia. Intravenous fluid administration was initiated preoperatively. After the nurse successfully performed the venous puncture, the infusion set was connected to deliver fluids. A leak was detected at the port of the indwelling needle. The indwelling needle was replaced, and the puncture was repeated.

Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. As the material and the manufacturing facility is unknown for this incident, a review of the risk documents could not be completed. Root cause couldn't be determined due to unavailability of sample/material/lot number information.

Event description:
No additional information.